Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was explanted for an unspecified reason. During the same procedure, an attempt to implant a new rv lead was made; however, this lead was also removed and replaced due to an unknown reason. A subsequent rv lead was successfully implanted during the same procedure on 08 january 2026. No adverse patient effects were reported.